Event description:
Patient complained of moderate swelling and inflammation.

Manufacturer narrative:
The patient complained of moderate swelling and inflammation. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include swelling. On (B)(6) 2016, the patient called to complain of penile swelling. The patient sent photos of the penile swelling, which were reviewed by the surgeon. The surgeon noted the swelling as "mild - moderate." The patient was informed that swelling and inflammation after surgery is normal and not cause for concern. The patient was reminded of post-operative care instructions. The date of the reported complaint is 7 days post-operation. Swelling is a common and anticipated side effect of any surgical procedure, especially close to surgical date when healing and recovery is still ongoing. The patient was also informed that the time frame of healing can vary from person to person. Per email communication with the surgeon every 2 weeks following the procedure, the patient did not complain of further swelling. The patient sent photo updates as discussed in post-operative guidelines, which showed healthy healing progress. The root cause can be attributed to expected post-surgical events in any implanted medical device within the first weeks of recovery. These events were temporary and not prolonged or permanent events as they were not reported in later weeks.